Event description:
Customer receiving sporadic readings (by 100+ points). However, the customer was testing from the same finger prick to get a sample. Customer stated she didn't think it's the strips; it's the meter.